Event description:
Customer reported the system displays interlock errors, and needed to be rebooted during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries. System operates as intended. This MDR is related to ge healthcare complaint.